Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the staff believed that when the dentation sheath was being removed it uncoiled with a lot of force from health care provider. It was reported that it was not a product issue and there was no problems with the procedure. This issue happened when the procedure was complete. The patient was in stable condition. The procedure outcome was successful. Additional information was received 21august2019: the procedure performed was a common femoral artery atherectomy. Equipment and other devices used with the reported product were a therapeutic and diagnostic tools, a balloon, atherectomy device, catheters and wires. It was reported that the arterial spasm seemed to contribute the reported issue.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section and to provide the completed investigation results. One 6fr r2p destination sheath was returned for product evaluation. Visual inspection revealed that the sheath was inspected and it was noted that it was stretched and separated in the middle shaft area. It was kinked in multiple locations and appeared to have been clamped down with a hemostat in others. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information.